Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an absolute pro stent was implanted in the superficial femoral artery (sfa), moderately calcified lesion without issue. An armada dilatation catheter was advanced to the absolute pro stent for post-dilatation. Using a syringe, balloon inflation was attempted; however, the balloon was slow to inflate. Following, the balloon was slow to deflate. Using the syringe, the balloon was slowly deflated enough for safe device removal; however, the balloon never fully deflated. Reportedly, the syringe is used for inflation/deflation, instead of an indeflator, per physician preference and was not considered intervention due to the product issue. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this device issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the balloon was pressurized and confirmed the reported deflation difficulty. Upon pulling negative pressure, the balloon deflation time was longer that desired. The lot history record was reviewed and identified no exceptions related to this lot for inflation issues. The complaint history for this lot was reviewed and identified two similar incidents. Based on an expanded evaluation, it was possible that the deflation issue may be related to manufacturing. Manufacturing was notified and corrective actions (if any) will be processed per internal operating procedures. This issue will continue to be monitored.